Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report the clip movement, tissue damage, and increased mr requiring a second procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 2-3. One clip was implanted, reducing mr to 1. One day post procedure, an echocardiogram revealed the mr had increased. It is unknown if the clip had detached from one leaflet however it was noted the clip appeared to be in a different position and the initially treated prolapse had returned. A second procedure was performed on (B)(6) 2019. One clip was implanted, reducing mr from 3-4 to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported migration could not be determined in this incident. The reported recurrent mr and tissue damage was due to migration. The reported patient effects of recurrent mitral regurgitation (mr) and mitral valve injury as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Exemption number e2019001.